Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection at the compounding facility noted particulate matter in the reservoir. The reported condition was verified. The cause of the particulate could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were white floating particles in a small volume intermate. This occurred before use after the device was compounded with colistimethate. No patient involved. No additional information is available.